Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not tightening battery cap per IFU).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging power (intermittent power) issues. The reporter stated that the patient had blood glucose (bg) readings over 500mg/dl without symptoms. The reporter contacted the healthcare professional (hcp) and received phone advice for treatment. The patient was treated with insulin via injection. Customer support (cs) completed troubleshooting and it was noted that the yellow o ring was visible at the battery cap and the battery cap was not tightened per IFU. This report is being made due to the bg excursion the patient experienced due to use error.